Event description:
It was reported that the patient presented to the clinic with episodes of arrhythmia. Upon interrogation, the pacemaker exhibited intermittent undersensing episodes. Programming changes were made. There were no patient consequences.